Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the lead migration was not determined and the patient recovered without sequela and was receiving adequate therapy. The customer refused to return the lead so analysis would not be performed. No further complications.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: va1pp7f030, ubd: 08-mar-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's lead 'slid into the gutter' and so a lead revision was performed. The lead was replaced and repositioned and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.